Event description:
Complaint received from the dispensing optician (boots/doncaster) on (B)(6) 2013, complaint onset occurred on or between (B)(6) 2013, when pt complained of left eye soreness and "vision not as good" with a new pair of (habitual use) contact lenses purchased (B)(6) 2013. Pt removed lenses and saw an ophthalmologist (B)(6) and the dispensing optician on the same day (B)(6) 2013. The optician thought the pt might have a small ulcer on the left eye, but the pt related to the optician that she was told by the ophthalmologist that the problem was fit of lenses causing an abrasion. Based on the info to date, the complaint was deemed not reportable as there was no report of permanent injury or treatment to preclude permanent injury. Coopervision requested additional medical info to confirm if this was an abrasion or an ulcer. The medical report was received at coopervision on (B)(6) 2013 (revised reportable were date) from the dispensing optician, which related the dispensing optician exam and what appears to be a narration of the ophthalmologist's visit. The (B)(6) 2013 notes from the optician stated left eye severe epithelial staining, mild limbal and bulbar injection, and severe central corneal ulcer with staining; however, an independent physician reviewed the complaint and noted that there were no infiltrates to support the presence of ulcer. The optician's report notes that medical intervention was required to preclude infectious corneal ulcer. There was a temporary decrease in visual acuity. It is unk if medical condition is permanent. Temporary lens rest was prescribed. Resolution of the condition is unk. The right eye was unremarkable. One lens was returned to coopervision and inspected. The lot number was not available. There were deposits in the lens that were confirmed to be white fungal hyphae most likely related to wearer contamination. The pt is unconfirmed.

Manufacturer narrative:
One lens was returned to coopervision and inspected. The lot number was not available. There were deposits on the lens that were confirmed to be white fungal hyphae most likely related to wearer contamination. The complaint is unconfirmed. The association between coopervision lenses and the event is unconfirmed.